Manufacturer narrative:
On april 17, 2023, mentor received additional information that the patient's original date of explantation was cancelled. The patient eventually underwent unilateral breast implant removal surgery on (B)(6) 2023. The patient's capsular contracture was actually baker grade iii/IV. On april 20, 2023, mentor received additional information indicating that the patient was also diagnosed, via ultrasound, with bilateral breast masses and bilateral breast cysts. The patient's right breast implant was replaced with a 425cc mentor memorygel breast implant (catalog: 3504251bc lot: 9687822 sn: (B)(6). On may 11, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast mass, breast cyst this medwatch form is for the right breast prosthesis. Complications on the left breast will be reported under mrn: 1645337-2023-05766.

Manufacturer narrative:
On june 6, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with a mentor memorygel breast implant 425cc and experienced baker grade iii capsular contracture on the right side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.